Event description:
It was reported that the dressings have a sticky surface on the part of the bandage that is meant to cover the wound and tear off all the freshly healed skin. This caused an even deeper wound and suffering to the patient. The bandages were used for at least 1 day, not more than 3 days. The wounds are now being left open or being covered with non-stick pads.